Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the product was returned to ethicon for evaluation. The returned product determined that one opened sample that pertained to product code 1961 was received. After visual examination of the sample, it was discovered that a piece of surgicel fibrillar material contained incomplete carding. In addition, three photos were provided, they showed the same condition as the returned sample. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and a fibrin sealant preparation device was used. During the use of absorbable hemostatic materials during surgery, the doctor found foreign objects resembling gauze suture mixed in, which may cause residual foreign body in the patient's body cavity after surgery, leading to internal infection and even the possibility of a second surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ did this issue contribute to any patient adverse event? ¿ where was the foreign material found? (Inside shipping box, inside implant box, directly on device?) ¿ please describe the type of foreign matter that was observed. ¿ are there any photos of the foreign matter available? ¿ is it possible that the foreign material fell into packaging upon opening of device? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: did this issue contribute to any patient adverse event? The foreign matter which like gauze thread embedded in the product, it may result in foreign matter remaining into the body, and leading infection and even the occurrence of second surgery. Where was the foreign material found? (Inside shipping box, inside implant box, directly on device?) Directly on device, embedded in the product. Please describe the type of foreign matter that was observed. --just like gauze thread. Are there any photos of the foreign matter available? Yes. Is it possible that the foreign material fell into packaging upon opening of device? No . The provided image/ images were reviewed, and no root cause can be determined. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h3. Reason for non- evaluation .this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacturer?, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions